Event description:
Pain and inflammation of my left eye causing me to seek medical attention, I have been a soft contact user for approximately 10 yrs and have always used amo moisture plus contact solution. Route: ophthalmic. Dates of use: approx 10 years. Diagnosis or reason for use: soft contact lenses. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? Doesn't apply.